Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during bowel stapling the stapler clamped on the bowel on the second firing and would not release. Stapler had to be dissected out using the laser. Procedure delayed by minutes and completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) = pan, one piece sled, drivers, cartridge, release button. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. Furthermore the clamping mechanism was noted to be damaged. After further analysis the knife was noted to be jammed. No further functional test could be performed due to the conditions of the instrument. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck and the pan partially dislodged and damaged at right proximal end. In order to verify the condition of internal components the cartridge was disassembled and cartridge body, one piece sled and some drivers were found damage. In addition, several drivers and malformed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The device was disassembled to verify the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. The batch record was reviewed and no anomalies were noted during the manufacturing process.